Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) alarm with a cascading system error 2367 alarm on the homechoice (hc) during dwell one of peritoneal dialysis (pd) therapy while connected to the hc device. The hp had pressed go to start therapy before connecting to the patient line. During troubleshooting, the technical service representative (trs) assisted the hp to clear the alarm, end therapy and start over with new supplies. Proper procedures were reviewed per the user manual with the hp. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the system error 2240 alarm (air in line) was use error as the patient started therapy before connecting to the patient line. Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide also provides step-by-step instructions for when and how to connect to the disposable set. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.